Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported following the cataract surgery with intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens implant has opacified she sees 6/30 with difficulty and had seen 6/6 previously. Additional information has been requested however no further information received.

Manufacturer narrative:
Additional information provided h.11. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported "blurred vision" complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. It was reported that the lens was implanted in (B)(6) 2015 and the patient's vision was good until (B)(6) 2024. Information was provided that the patient had previously developed renal failure following e-coli sepsis in 2018 and then was diagnosed with diabetes eight years ago. Additional information was provided the surgeon was planning to exchange the lens. No further information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The product has not been received to evaluate. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).